Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation protocol 2015-001-pro and protocol 2015-002-pro. Convatec is submitting this report pursuant to the provisions of 21cfr part 803. Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
Complainant states " tried two wafers from samples that were sent and had irritation; rash; and bloody skin under mass and border on removal. Reports did use an adhesive remover and wafer was on less than 1 week. Reports uses soap and water to clean skin." Went back to using a different wafer and used skin prep and skin now fine.